Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen, on the (B)(6) 2026, according to the patient, at approximately 3:03 am on (B)(6) 2026, the sensor failed, something she later confirmed. The failure impacted automated insulin delivery (aid) from the tandem pump. She also recalled that the sensor had begun showing inaccurate readings before she fell asleep; the last value she remembered was egv 50 mg/dl, while her actual blood glucose was 80 mg/dl. She went to sleep without expecting that the sensor would fail completely during the night. At around 4:30 am, the patient¿s husband discovered her unconscious in bed and immediately called for paramedics. When the paramedics arrived, they performed a blood glucose test, which showed she was at 33 mg/dl. They administered IV glucose to raise her glucose levels. It took roughly 45 to 60 minutes before she fully recovered. She did not require hospitalization, and she is now wearing a new sensor, which is functioning normally. No other details were documented data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.